Manufacturer narrative:
Other applicable components are: product ID: 9733763, version: 2.2.8. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that while attempting to pull exams, the software became unresponsive. The software was rebooted which then resolved the issue. There was no patient involved.

Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue through log analysis. Analysis was determined to be inconclusive and probable cause was unable to be determined. If information is provided in the future, a supplemental report will be issued.